Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? What was the initial approach for the index surgical procedure? Were there any deficiencies or anomalies noted with mesh device? Were there any adverse consequences to the patient due to the reported event? Has surgical intervention been scheduled or performed? If so, please provide additional details including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2024 and mesh was implanted. The customer reported the tape did not get a hold in the patient and kept slipping back and forth. It could not be ¿tightened¿, which meant that the patient could not achieve continence. A second surgery is necessary to remove the tape and insert a new one (possibly in a third operation if the tissue has to heal first). Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. H3 analysis summary: neuchatel team received for evaluation one product of gynecare tvto product code 810081l and lot number 3944793. The product was decontaminated and well packaged. The received device was manipulated, as original packaging and all components were missing. Only a small part of the mesh is present. The mesh aspect is as usual without any damage. The reported event cannot be confirmed with the returned sample. The product was conforming to specifications at the release. Therefore, based on evaluation, the complaint is not confirmed. Events of this type are trended regularly.